Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hard fall which caused the right atrial (ra) lead to dislodge into the superior vena cava (svc). The lead was removed and replaced. No patient complications have been reported as a result of this event.